Manufacturer narrative:
D9: device returned to manufacturer: 20-jun-2024. H3: one device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. It was decontaminated, the syringe port was cracked, and the screen had scratches. Functional tests were performed, and error code 112 was identified. The reported problem was duplicated. The root cause of the problem was an intermittent motor. The motor was replaced to address the reported issue. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement. There was no physical damage reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.